Manufacturer narrative:
The vitamin b12 reagent lot number was 538463 with an expiration date of 31-dec-2022. The investigation reviewed the customer's calibration and qc data. The customer's calibration results were ok. The customer's qc results were out of range low on the morning of (B)(6) 2021. The following qc results were ok. It was requested but not provided if the failing qc results were from the alleged vitamin b12 reagent pack. Based on the provided information, a general reagent issue could be excluded. The customer's sample pre-analytical details were requested but not provided. The investigation found numerous alarms on the system's alarm trace related to sample quality. A pre-analytical issue at the customer's site could not be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative found an issue with the measuring cell. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 ii results for one patient tested on a cobas 8000 e 801 module. The patient's initial vitamin b12 result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 8000 e 801 module with the same reagent lot number. The patient's initial vitamin b12 result was 100 pmol/l with a data flag. The patient's repeat vitamin b12 result was 245 pmol/l. The vitamin b12 reagent lot number was 538463 with an expiration date requested but not provided.

Manufacturer narrative:
On (B)(6) 2021, the patient's second repeat vitamin b12 result was 250 pg/ml. The customer changed the system's cuvettes. The customer indicated the issue has not recurred. The investigation is ongoing.